Manufacturer narrative:
Returned product will be investigated.

Event description:
Brush head fallen off my mouth [device breakage]. No adverse event [no adverse event]. Case description: an adult female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b precision clean brushhead had fallen off her mouth. No symptoms developed. Relevant history: the consumer had used oral-b precision clean brushhead for 10 years. She was halfway through her current package, and another one of the brush heads had been catching her mouth with it's first use in (B)(6) 2015.